Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's device was dead. It was unknown if it was a normal battery depletion. No symptoms reported. A day later the patient reported a loss of therapy. The patient couldn't get up and move because she was in so much pain. The issues started to occur on (B)(6) 2016. Syncing with the implantable neurostimulator (ins) with the patient programmer (pp) showed stimulation as off. The patient was on group a program 1 at 1.30 volts and program 2 at 10.95 volts. Turning stimulation on did not resolve the issue. Turning program 1 to 1.85 volts and program 2 down to 10.80 volts resolved the issue.